Manufacturer narrative:
Gbo complaint no: (B)(4). Received 2 pcs of 450161/15c30, and 1 pc of 450160/batch unknown - all 3 were used, not activated samples. We have no further complaints on the material/batch. We forwarded the complaint to our supplier for their investigation and comments. A check of production records of the known batch shows no documentation indicating deviations. Retain samples of the known batch were visually inspected and no defects in any components, tubing or connecting areas could be observed. The safety mechanisms were activated; there was no difficulty in engaging the safety in tested samples. Functional testing was performed. Move force, pull force between protector and stopper and return force (after lock) were all measured; all results were within specification. Customer samples were visually inspected and it was observed that on all three samples, the nail required to secure the locking mechanism on activation were cracked or missing. The smooth surface of the cracked component is indicative of a high external force applied to the hub and nails causing the crack, or the nails to break off completely. The complaint could not be confirmed.

Event description:
Customer advised that the safety mechanism does not lock in place allowing the needle to slide in and out resulting in an exposed needle after blood collection. Customer advised no injuries occurred.